Manufacturer narrative:
The reported issue that the pcu could not confirm infusion started via interoperability could not be confirmed; no product or device logs were returned for investigation. The file was opened to document the issue that was reported. The last response from the customer indicated the issue had been resolved and closed out some time ago and that no further action was required by bd. No device history or qn search was performed since no source device serial number was reported by the customer. The file may be closed based on the above facts. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
It was reported that the pcu could not confirm infusion started via interoperability.